Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine safety testing of the device at the service center, the blood parameter monitor (bpm) failed the high potential (hi-pot) test. This unit did boot up and pass all self checks. There was no pt involvement.